Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent an umbilical hernia repair on (B)(6) 2011 and mesh was implanted. On (B)(6) 2013, the patient was admitted to the hospital with severe abdominal pain and rectal bleeding. The patient was taken for emergency surgery where the mesh was removed because it had eroded into the intestines. The intestines had to be clipped and prolite mesh was implanted. The patient was released from the hospital on (B)(6) 2013. The patient continues to have rectal bleeding and stomach issues. Additional information was requested.